Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a unipolar lead impedance warning. It was also reported that the implantable pulse generator (ipg) exhibited atrial pacing due to p-waves falling into blanking. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.